Manufacturer narrative:
This event was determined to be a supplemental information to MFR # 2916596-2024-03288. The investigational findings will be reported under that event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the submitted log file indicated that the system controller was connected on (B)(6) 2024 at 18:22 and recorded data through (B)(6) 2024 at 22:59.